Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-jul-2021. A review of the device history record confirmed that the cartridge lot passed release specifications. While retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of (B)(4) rev. Ag (product complaint level 2 and level 3 investigation procedure), pt/inr cartridge lot t21013b is associated with an unrelated previously identified deficiency for increased rate of quality check code 19 and/or star outs when tested with whole blood, as documented in quality record (B)(4).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr results of 1.6 a (B)(6) year old male patient presented for pre-op procedure for tee/ablation. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat date: 29-mar-2021 collected:09:47 tested: 09:47 result: 1.6 sample: capillary. Lab, 9-mar-2021, 10:00, 11:09, 2.9, venous. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.